Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 10.6 mmol/l. Customer didn't recall any significant events which may have cause the device to alarm. Customer was advised to revert to back up plan and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a cracked case near the display window corner, a cracked lcd window, and a stained end cap sticker. The pump also had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing.